Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Peritonitis was manifested by vomiting and cloudy effluent. On the same day as the onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with intravenous (IV) vancomycin, fortaz and zosyn (dose and frequency unknown) for the peritonitis. The patient's pd catheter was removed and the patient started hemodialysis. It was reported that the patient might be returning to pd therapy in about four to six weeks time. The patient was recovering from the peritonitis event. No additional information is available.